Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes experienced under fill or low draw of a tube with blood which was noted during use.the following information was provided by the initial reporter:we've had a problem with the filling of some citrated tubes: 363048.several services have brought to our attention the fact that citrated tubes with an expiry date of 2019-10 were very poorly filled until the line in early october.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that an unspecified number of bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes experienced under fill or low draw of a tube with blood which was noted during use. The following information was provided by the initial reporter: we've had a problem with the filling of some citrated tubes: 363048. Several services have brought to our attention the fact that citrated tubes with an expiry date of 2019-10 were very poorly filled until the line in early october.